Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient has reported "inverted nipples, hypoechogenic bulge, intracapsular implant wall damage, stratified layers of the wall in silicone, lymph nodes , masopathic tissue, microcalcifications and large cysts. Device remains implanted. This relates to the right side.